Manufacturer narrative:
(B)(4). Date of initial report: 03/03/2016. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a spinal procedure, a piece of the plastic that holds the insulation of the cautery tip fell onto the incision site. The piece had to be manually removed from the spine using forceps. No injury resulted from this issue and no additional intervention was needed. (B)(4) filed an MDR, ref# 1423395-2016-00007.

Manufacturer narrative:
(B)(4). Date of follow-up report: 04/21/2016. Evaluation of the incident electrode found the blue insulation was damaged. The opaque ptfe insulator had disengaged. The blue heat shrink insulation holds the ptfe in place and the noted damage to the insulation could have caused the clear insulator to disengage. The device may have been cleaned with an abrasive material which would also contribute to the insulator disengaging. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged it should be discarded.